Event description:
Additional information received reported that the entire system was explanted on 2014-(B)(6). It was noted that a CT without contrast showed edema and hemorrhage of the high left lateral frontal lobe on 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0buyn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had chronic left high convexity subdural hematoma (sdh) with a small volume of high attenuation. It was stated the patient had gone for a programming visit and a CT scan had discovered the chronic sdh. It was noted the exam discovered purulent drainage from the wound. It was stated intervention included other surgical treatment of incision and drainage (ind) washout on the day of report. It was noted recent blood was present in the hematoma. It was stated etiology consisted of incision site/device tract burr hole site. It was noted it was related to the device or therapy and possibly related to the implant procedure. It was noted the severity was severe. It was noted it required in-patient hospitalization with necessary medical or surgical intervention. It was further reported the patient had a follow-up visit scheduled for (B)(6) 2014. It was stated exploratory surgery revealed purulent material that was in contact with the implantable neurostimulator (ins) and the leads. It was noted the system was explanted. It was clarified the CT scan without contrast showed an edema of the left thalamus and basal ganglia region on the day of report. It was noted lab work showed osteomyelitis caused by enterobacter aerogenes two days following report. It was stated the incisional site was at the neurostimulator pocket. It was noted the purulent drainage was where the patient had bumped their head along with several small pustules. It was stated superficial dehiscence of the patient¿s vertex incision was also present.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the left parietal incision had several tiny pustules and vertex incision had superficial dehiscence without drainage or redness. The outcome was resolved without sequelae. A CT scan without contrast showed new chronic left high convexity subdural hematoma with a small volume of high attenuation recent blood is present and there is a 4mm left to right midline shift. Surgical observation showed purulent drainage underneath the scab and several areas of small pustules over incision and superficial dehiscence of vertex incision. The event was possibly related to the device or therapy and unlikely related to the implant procedure. Symptoms included tenderness, redness, and small pustules. There was wound dehiscence. Interventions included surgical treatment specifically "ind" washout. The device was explanted and exploratory surgery revealed purulent material in contact with the implantable neurostimulator (ins) and leads. The patient was given vancomycin and ceftriaxone. The etiology was at the burr hole site. The event resulted in in-patient hospitalization and necessitated medical or surgical intervention.